Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's power management board needs to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's power management board needs to be replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. A failure in the sensor board was identified. Determination made that device will be scrapped. A power management board and sensor board were sent to the philips product investigation lab (pil) for investigation. Pil was unable to confirm issue with the power management board. Pil was able to confirm an issue with the sensor board.